Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, when retracting the pigtail catheter, the valve dislodged into the ascending aorta. The valve was snared and left implanted in the descending aorta. A second transcatheter bioprosthetic valve was implanted with no adverse patient effects were reported.

Manufacturer narrative:
Additional information reported that during the implant of this transcatheter bioprosthetic valve, the aorta was damaged during repositioning of the dislodged valve with a snare. The second valve was implanted and the damage was observed. The patient recovered, and no further adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information reported that during the implant of this transcatheter bioprosthetic valve (B)(4), a dissection of the aorta was caused by the valve, during repositioning of the dislodged valve with a snare. The dissection was not surgically repaired, and no further adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the evolutr instructions for use (IFU) warns the user against using a snare to reposition a deployed valve as follows, "once deployment is complete, repositioning of the bioprosthesis (for example, use of a snare and/or forceps) is not recommended. Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery." This event does not indicate device malfunction. If information is provided in the future, a supplemental report will be issued.